Event description:
It was reported that the external pulse generator (epg) powered down unexpectedly when changing battery. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, however analysis did find that the upper and lower cases were broken, the ring cover was contaminated, two side bail covers were broken, the lead flex cover and battery drawer were broken, the battery contacts were compressed, the ring was bent and the liquid crystal display (lcd) was out of specification.